Event description:
It was reported that the patient experienced pain at the pocket site due to the ipg being unstable in the pocket. The patient underwent a revision procedure wherein the ipg was repositioned and was replaced with a non rechargeable one. The patient was doing well post-operatively. No device malfunction was suspected. The explanted ipg was not returned to bsn as it was kept by the medical facility.